Event description:
On (B)(6), 2023, a patient in hungary underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Following the tubing placement, it was reported that the patient experienced weakness, low blood pressure, and lack of oxygen. An abdominal CT was performed which revealed a large amount of intra-abdominal bleeding. On (B)(6), 2023, it was reported that the patient was operated on, and the location of the bleeding was confirmed to be next to the peg tube in the omentum. It was reported by the physician that the bleeding was related to the pegj implantation. On (B)(6), 2023, it was reported that the patient's condition was improved.

Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Gastro intestinal bleeding is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.